Event description:
In 2008 - male status post high ligation at the saphenofemoral junction left leg with left greater saphenous endo-venous ablation in 2007. He presented to his f/u appointment with his surgeon on about 11 days later, complaining of left medial calf pain. Ultrasound done in office revealed a 1.5 cm echogenic focus on the left upper calf which corresponded with his area of pain. The decision was made to explore the area for possible excision of a foreign body which was done on an outpatient basis. The pt returned for ambulatory surgery about 9 days later, and had removal of what turned out to be two small fibres that apparently broke off the laser probe. Laser equip used was surgeon's office equip. Quality office made aware of occurrence in 2008, with notification by risk mgmt/administration rec'd a letter from the pt. About 2 days later, per further investigation, it is noted that the pieces found and removed from the pt are a part of a laser fiber, which belong to a sterile, disposable set used to ligate the vein. A new sterile package is opened and applied at the start of each case.